Manufacturer narrative:
The product has not been received within our facility for evaluation. Upon receipt, final evaluation will be conducted and a supplemental report will be filed accordingly.

Event description:
Per received report: during procedure, the midline osteotome (mlo) was inserted and made 1 (one) pass. The bone was reported to have not been dense or sclerotic. The midline osteotome was difficult to remove and came out completely bent. The physician did not attempt to make another pass. One channel was made for cavity creation and the cement was eventually delivered. There was no patient injury reported.

Manufacturer narrative:
The customer reported event of the midline osteotom (mlo) being difficult to remove and came out completely bent could not be confirmed. However, investigation revealed the tip had a minor bend which is similar to devices that encountered dense or hard bone during use. The device's distal end is flexible, bending out of stability introducer during deployment. Although the tip sustained minor bend, the concentration of stress at its bend exhibited adequate strength to withstand insertion and removal from cancellous bone when placed through an introducer with no breakage sustained under force. The device was safely withdrawn. Although there does not appear to be any indication of product quality deficiency, a definitive cause for the reported issue cannot be determined. All units are 100% inspected and tested for its functionality during the manufacturing process and only passing units are moved to the next process. Additionally, a sampling of units is destructively tested to verify the midline osteotome's integrity. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.